Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 2 devices: product disposition is not yet determined. Additional information, 2 devices were labeled for single-use, 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: fracture, 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99383 supplemental rationale corrected data: b5, h6, h11 2 previously reported events were included in this follow-up record. Product return status 2 devices were not available for evaluation. Evaluation findings (results/components) 2 devices: no findings available / part/component/sub-assembly term not applicable product disposition 2 devices: product not received

Event description:
No change.